Event description:
It was reported that the insulin pump had cracks running from the screen all the way to the back of the device. The blood glucose reading was 317 mg/dl. The customer stated that she had a belt clip which broke, and that she may run into walls at work occasionally. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corner, minor scratches on the display window, debris under the display window, cracked battery tube threads, and cracked reservoir and tube window. No crack was noted to the display window or glass. The insulin pump was received without the belt clip and no damage could be verified. No damage was noted to the belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.